Event description:
Pt was being hospitalized for treatment of brochial asthma. Pt complained that her ear hurt when nurse tried to take temperature.pt later claimed that the ear hurt and was bleeding.